Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not returned to omsc, but the field service engineer of olympus india went to the user facility and checked the subject device. The image of the subject device was flickering intermittently while movement of the camera head, but the image was displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was intermittently flickering and not shown during the routine inspection by the user facility technician. There was no patient injury associated with this report.